Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device with a rotawire within the device. Visual inspection of the device found that at 20.6cm distal from the strain relief, the sheath was torn (separated) and the coil was stretched. There were numerous kinks to the sheath and blood was present within the sheath upon device return. The rotawire returned with the device was frozen due to the stretched coil. The proximal end of the rotawire was kinked at the exit of the advancer. Microscope inspection revealed that the coil was stretched for majority of the proximal length up to the separated sheath. The coil was found detached at the same location as the torn sheath. Product analysis confirmed the reported event as the sheath was torn.

Event description:
It was reported that material damage occurred. A 1.50mm rotapro was selected for rotablation. During procedure, the cover of the wire started melting or being damaged because of the rotations of the wire. The device was removed from the patient in one piece. The procedure was completed successfully, and no patient complications were reported. The device is returning.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that material damage occurred. A 1.50mm rotapro was selected for rotablation. During procedure, the cover of the wire started melting or being damaged because of the rotations of the wire. The device was removed from the patient in one piece. The procedure was completed successfully, and no patient complications were reported.